Event description:
It was reported that the patient's device was interrogated and their battery was at 50-75% and then 45 days later it was found to be at 11-25%. Device history record was reviewed for the generator and no unresolved non-conformances were found. It was noted that the generator was manufactured with the use of laser routing. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator was received but product analysis is still underway. Internal data was also received and reviewed.

Event description:
Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.965 volts, and the memory locations on the generator indicated that 48.536% of the battery had been consumed. The reported allegation of ¿premature end of life (eol)¿, was not duplicated in the pa lab. There were no performance, or any other type of adverse condition found with the pulse generator.

Manufacturer narrative:
Corrected data: supplemental report #01 report inadvertently left blank.